Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery depleted suddenly after being connected to a power source. In addition, the battery was jumping while not connected to a power source. The customer's blood glucose level was 190 (mg/dl). Review of the pump data logs by tandem technical support confirmed the reported battery drop and jumping. Reportedly the customer would continue to use the pump for insulin therapy.